Event description:
A biomed reported a patient event in which the patient almost went into cardiac arrest. The patient was in the diagnostic treatment center operating room. During anesthetic induction the pump stopped and shut down during a norepinephrine infusion. The report the biomed received states the screen showed an error message similar to "unrecoverable error" and the staff was not able to restart the infusion. After one minute of attempting to restart the pump they continued with intubation and resuscitation. The patient was severely compromised and unstable. Cardiac rhythm was svt. The patient recovered with additional anesthesia interventions, which were not specified. Customer states no further patient or event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.